Manufacturer narrative:
Additional information: initial reporter.

Event description:
It was reported that during a surgical procedure at the user facility, the handpiece got hot. The procedure was completed successfully without a delay, and there were no adverse consequences or medical interventions.

Event description:
It was reported that during a surgical procedure at the user facility, the handpiece got hot. The procedure was completed successfully without a delay, and there were no adverse consequences or medical interventions.